Event description:
On (B)(6) 2014, a 19mm trifecta valve was implanted in the patient's aortic position using non-everting mattress sutures with pledgets. An echocardiogram was performed revealing aortic stenosis. The aortic stenosis worsened; high gradient, aortic regurgitation and a torn leaflet were confirmed. On (B)(6) 2019, a valve in valve was performed and a 23mm evolut r was implanted. The patient is stable and recovering. The patient's comorbidities include hypertension and esophageal cancer.

Manufacturer narrative:
An event of stenosis, high gradient, aortic regurgitation, and a torn leaflet was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.